Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's proximal clevis ears were broken, but there were no missing pieces. It was concluded that the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during the reprocessing of a da vinci maryland dissector instrument, the tan colored piece on the end of the instrument that connects the dissector tip and the black shaft together, was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.